Event description:
It was reported that during the spinal cord stimulation (scs) permanent trial, the patient experienced redness, pain and pus at the scs lead site. The physician assessed that the patient had an infection, and the patient was administered antibiotics. The physician does not feel the infection was device or procedure related, and noted that nothing happened during the recent implant procedure that may have caused or contributed to the infection. The patient underwent a procedure in which the leads were explanted. The explanted leads will not be returned as they were discarded at the medical facility. There were no patient complications, and the patient was doing fine postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7079159.